Event description:
During an in-clinic follow-up, increased capture threshold which resulted in loss of capture was observed on the right atrial (ra) lead. The ra lead was reprogrammed to resolve the event. The patient was stable.